Manufacturer narrative:
During visual inspection, the instrument was found to have charring an localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage instrument bipolar ya pulley are attributed to insulation degradation and carbonized tissue creating a conductive path.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the maryland bipolar forceps had melted plastic at the tip. There was no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.